Manufacturer narrative:
One infusion pump was received in relation to the reported event it was noted that the tamper seals were intact, and no external damage. A review of the event history log confirmed the occurrence of a "cassette latch was opened" alarm. A function test of the device confirmed the reported event, found the latch flex was defective. The latch flex was replaced to address the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that with the cassette latched the pump sometimes does not recognize that the cassette is latched. There was no patient involvement reported.